Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration and controls prior to the event were within range. Control recovery associated with the event was found to be low.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that in the morning, they ran controls for ise tests run on the cobas 8000 ise module. All controls recovered within specifications. When running controls at lunchtime, the control results for ise indirect na for gen.2 (sodium) went low for all levels. The test was recalibrated, then controls were back in specification. Patient samples tested between the morning and lunchtime control measurements were repeated. The customer provided data for a total of 64 patient samples that were repeated. Of these samples, two had erroneous initial sodium results that were reported outside of the laboratory. Amended reports were issued for these 2 samples. Potassium results were not affected for all patient samples. The first patient sample initially resulted as 130 mmol/l and repeated as 136 mmol/l. The second patient sample initially resulted as 144 mmol/l and repeated as 150 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer performed standard checks on the analyzer. He performed alignments to a system reagent nozzle and the sample probe; he did not find anything of concern with these. The issue has been monitored since these service actions and everything has been ok.